Event description:
On 07/13/99 espe received notice from FDA that a dentist had reported six adverse events regarding ketac-endo on a voluntary basis to the FDA. The report numbers are:1016568,69,70,71,72 and 73. With this report these events are now reported by espe in a summarized form because all events involved the same device and are comparable from a clinical point of view. Six patients had root canals filled with espe's glass ionomer based root danal filling material ketac-endo from 1997 to 1998. After some time the patients complained of pain. Bone lesions were noted. After treatment with alternative materials, respective surgical intervention, the symptoms subsided, but jaw bones suffered damage.